Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded. The cartridge was received partially fired. The device was tested for functionality with a test cartridge, however, when firing the firing trigger broke off. The device was disassembled to verify the condition of the internal components and the left wedge band was noted to be bent. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during a bilateral pulmonary vein ablasion. During atrial appendage stapling portion of the procedure, the stapler failed to lockout and fire. The atrial appendage was sutured to complete the case. There was no consequence to the patient.